Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with minor scratches on lcd window. Device received with cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed a motor error alarm during bolus delivery. Customer's blood glucose was unknown. After troubleshooting, customer was advised the alarm was caused by a connection issue. Customer was advised to monitor the device. Customer agreed to return the device for analysis.